Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -9.5/+2.5/088 diopter into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found the haptic bent and the lens missing a piece of haptic. (B)(4).